Event description:
The device was returned for service with a report of a failure code 16:310. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention has been reported. No additional facility contact was available.